Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient, a low-pressure alarm was generated and ventilation stopped. An ambu bag was used and the patient was placed back onto the ventilator after the ventilator was confirmed to be working again. The next morning, the patient was removed from the ventilator and placed on an alternate ventilator with no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.